Manufacturer narrative:
Product analysis: the described behavior could not be reproduced. The programmer passed all functional and systems testing and showed no errors related to analyzer function. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when atrial lead amplitude was tested on the atrial channel of the analyzer, the results would show on the ventricular channel. If atrial leads were tested on the ventricular side, the results would show on the atrial channel. Ventricular leads tested normally on the analyzer. The programmer was returned for service. No patient complications have been reported as a result of this event.